Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported before using the bd luer-lok¿ tip syringe there was foreign matter on the device plunger. The following information was provided by the initial reporter. The customer stated: "before using the syringes, we noticed there is some kind of moisture on the plunger. We assumed that it could be silicone oil, but we were not sure as we could not find indication about it in any of the product data sheets/specifications."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before using the bd luer-lok¿ tip syringe there was foreign matter on the device plunger. The following information was provided by the initial reporter. The customer stated: "before using the syringes, we noticed there is some kind of moisture on the plunger. We assumed that it could be silicone oil, but we were not sure as we could not find indication about it in any of the product data sheets/specifications."